Event description:
This is a spontaneous nurse report from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. The cause of the peritonitis, as reported by the nurse was, "the patient stated no, had not done anything differently". Treatment information was not provided for the event. Pd therapy was ongoing at the time of the event. On an unreported date in 2010, the patient had recovered from the event.

Event description:
The facility reported a colleague infusion pump with a failure code 810:11. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. The facility did not have information regarding whether there have been any reports of patient injury, medical intervention, or adverse reaction in association with this event and this facility was not willing to be contacted for any further information. During product evaluation, a baxter service technician confirmed the reported condition was caused by an out of calibration air in line printed circuit board. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct the reported condition.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).